Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion was located in the very tortuous and calcified distal right coronary artery (rca). Mini trek balloon catheter crossed successfully through two xience prime stents and the lesion. The first inflation was done at 15 atmosphere and then 20 atmosphere and dilation was successful, but the balloon ruptured. Reportedly, there were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.